Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 evaluation codes type of investigation b13: additional information in regard to the event of the case was requested from the physician. The provided additional information is captured in the event description in section b5. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a bridge stent-graft in a complex aortic procedure with 2 gore® viabahn® vbx balloon expandable endoprostheses (vbx-devices) from the branch to the superior mesenteric artery (sma). The vbx-devices (item bxa097902e lot 26664942 and item bxa087902e lot 25323782) were not implanted because the stent-grafts disconnected from the balloon catheters when the vascular surgeon tried to retract the endoprostheses into a steerable introducer sheath (lifetech fustar 10 fr 70 cm). The vascular surgeon had positioned the steerable introducer sheath (lifetech fustar 10 f 70 cm) with 150° curvature in the aortic stent-graft already implanted (cook custom-made branch device) and he had cannulated the target vessel (sma) through the dedicated branch with a .035'' guidewire (cook rosen). He advanced the item bxa097902e (lot 26664942) through the steerable introducer sheath and outside, then he needed to remove it without delivering the stent-graft since he lost the guidewire from the target vessel. He didn't remove the steerable introducer sheath together with the endoprosthesis in order to maintain the access. When he removed the balloon catheters from the introducer valve, the stent-graft was moving on the balloon and the physician decided not using it anymore: the item bxa097902e (lot 26664942) is available for return. Then he repeated the cannulation of the same target vessel (sma) and advanced the item bxa087902e (lot 25323782) through the steerable introducer sheath and outside, but again he needed to remove it without delivering the stent-graft since he lost the guidewire from the target vessel. He felt a big resistance at the tip of the steerable introducer sheath and the stent-graft disconnected from the balloon catheter and remained inside the steerable introducer sheath, that was removed: the item bxa087902e (lot 25323782) was discarded together with the steerable introducer sheath. The vascular surgeon completed the procedure with another vbx-device using a new steerable introducer sheath (lifetech fustar 10fr 70cm) on the same guidewire (cook rosen), without any complication.

Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the returned device is consistent with the products listed within the complaint by means of labeling and device features. The entire device was returned with the endoprosthesis crimped and mounted on the delivery balloon catheter. The endoprosthesis appeared shifted distally toward the tip of the catheter. The first ring row from the distal tip was observed to overlap with the distal balloon cover scrunch, indicating the stent-graft had been displaced and was no longer approximately centered on the balloon cover. Additionally, the first four ring rows as measured from the distal tip appear to be displaced distally. A catheter kink was observed at approximately 58 cm as measured from the shrink sleeve. No further remarkable observations were noted with respect to the endoprosthesis or delivery system. The reported displacement of the endoprosthesis was confirmed from evaluation of the returned vbx device. The endoprosthesis was observed to be displaced distally on the balloon deliver catheter. The direction of displacement is consistent with event details reporting attempted retraction through an introducer sheath against IFU recommendations. The physician reported retraction of the vbx device through a steerable introducer sheath following procedural difficulties with guidewire access. Therefore, the root cause of the stent displacement is consistent with unintended use error as reported, specifically user tries to remove delivery system with stent still mounted leading to the potential for stent migration. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail and there are applicable statements. The IFU states the following: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem.¿

Manufacturer narrative:
Previously reported conclusion code d12 does not apply in the present event because the user did not take all reasonable mitigation steps, evidenced by conclusion code d1102. Therefore d12 was removed from section h6.